Event description:
It was reported that patient device was struggling to utilize the pump. When physician tried to activate the pump himself, he experienced the same difficulty inflating and deflating the device. The pump would not refill with saline every time. There was no surgical intervention.

Event description:
It was reported that patient underwent a surgical procedure involving his inflatable penile prosthesis (ipp) due to unknown reasons.